Event description:
The representative reported that the patient experienced redness and tenderness over the thoracic ipg implant site; the incision appeared healed, but was tender. The patient went to the emergency room in 2007 with a fever and soreness over the dorsal column stimulator site (buttocks); the patient was afebrile, had bruising, cellulitis around pocket from burned area, pain and abrasions at the site of implant. The patient reported a problem with the generator and that they had "had the recharger over the stim site and it heated up and burned them." Lab work was drawn in the same month; cultures were taken from the pocket area and tested positive for staph epidermidis (light growth). The patient received antibiotics, including cephlasporin and a dose of IV kefzol. At follow-up two days later, the physician tried draining the area around the ipg; there was no fluid in the pocket. The hcp reported the patient had been seen the month before with a slight bit of redness over her spinous process and the area was tender. The generator and electrodes were removed two months later; the patient received IV and oral antibiotics and does not have meningitis. The patient has received antibiotics since surgery; home health nurses applied wound vac (vacuum assist closure), which was discontinued the following month. In 2007, the hcp reported the symptoms noted in 2007 may have been possible early signs of erosion; the one burn the patient suffered may added further injury to the area, complicating the matter. As of 2007, the outcome is ongoing, but the infection and wound healing have nearly resolved; the wound was clean, granulating and looked good. See MFR report #3004209178200702348.

Manufacturer narrative:
.